Event description:
It was reported that a patient presented with loss of left ventricular capture due to fracture of the left ventricular lead. This was confirmed with x-ray imaging. The lead was capped on (B)(6) 2026. No adverse patient consequences were reported.